Event description:
It was reported that the programmer stylus could not be calibrated. The caller was advised of the calibration troubleshooting steps. The status of the programmer is unknown. No patient complications have been reported as a result of this event.